Manufacturer narrative:
(B)(4). The sample was returned to the manufacturing site for evaluation. A visual exam was performed and it was observed that the tip of light guide is broken. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage.

Event description:
It was reported that a piece of the device broke off in the patient's mouth during use. The piece was retrieved with no reported injury to the patient. Additional information has been requested regarding the condition of the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a piece of the device broke off in the patient's mouth during use. The piece was retrieved with no reported injury to the patient. Additional information has been requested regarding the condition of the patient.